Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while the customer was sleeping a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level due to the malfunction. Additionally, the customer reported fluctuating blood glucose levels that day. The customer stated it was due to receiving an injection of steroids, not the malfunction or pump supplies. It was indicated that the customer would continue using the pump until the replacement arrived. The customer also stated manual injections would be obtained from the pharmacy if necessary.